Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the findings of the evaluation of the device and the reported infection, right heart failure, and the patient¿s expiration due to multi-system organ failure and sepsis cannot be conclusively determined. The device was returned assembled with the pump cable cut at the terminus of the bend relief and the severed portion was not returned. The modular cable was not returned. The sealed outflow graft and the sealed outflow graft bend relief, both measuring approximately 2¿ in length, were returned secured to the pump cover outlet port. The apical cuff was returned and engaged with the cuff lock upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The lvad event and periodic log files were retrieved from the returned hm3 device which captured numerous events where the lvad monitor flow mean was captured at 2.4 liters or lower. These events appeared to be consistent with the report of the patient began experienced low flow events prior to expiration; however, a specific cause for the events a correlation to the device cannot be conclusively determined. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. The heartmate 3 left ventricular assist system instruction for use lists right heart failure, infection, sepsis, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including the recommended inr values. Section 6 also discusses the potential development of right heart failure following implant and outlines the associated treatment options, including rvad placement. This section also cautions the user that right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The system monitor section describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11) the heartmate 3 lvas patient handbook, describes the actions to take in the event of a low flow alarm. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿16 days; no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with lvad on (B)(6) 2018. It was reported that the patient had laparoscopic sigmoidectomy in (B)(6) 2018 and the clinicians reported that they may have missed a colonic perforation during the exploratory laparotomy. The patient had spillage of the gastrointestinal contents to the intrabdominal cavity which resulted into major infection and sepsis. The entire abdominal cavity was believed to be contaminated and the driveline exit site was about a centimeter away from the apex of the wound. The patient required multiple abdominal washouts, debridement, antifungals and antibiotics with aggressive intensive support. The patient was critically ill and continued to decline with poor prognosis, the patient¿s family decided to withdraw care. The patient subsequently expired. The lavd clinician reported that there were no lvad issues or alarms associated with the outcome.